Event description:
On 29-apr-2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a blood glucose of 425 mg/dl. The user was able to treat the high blood glucose by ilet without assistance from a caregiver. The user was treated at home and did not require emergency medical services or hospitalization. The user experienced hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported blood glucose value of 425 mg/dl. The user performed a full supply change, after which insulin delivery resumed and blood glucose decreased to 350 mg/dl. Based on available information, no device malfunction has been identified. The event did not require emergency medical services or hospitalization. If additional information becomes available, a supplemental medical device report will be submitted.